Manufacturer narrative:
Investigation results: the abutment # 7 fractured on the mesial side. The DHR and 3shape review shows the design to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined. Per product history review, when fracture of an encode zirconia abutment is observed at or adjacent to the mating hex or boss, the root cause of the fracture is related to the design of the hex and boss connection features, and the screw access hole as documented in corrective action (B)(4). Refer to (B)(4) and attached memo for details. Incorrect event date indicated, should have been unknown.

Event description:
Zirconia abutment: distal part of the chimney simply snapped off (during placement). No patient injury.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem and evaluation conclusion: design deficiency.